Manufacturer narrative:
(B)(4). One lf1737 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. The returned product did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found part of the knife blade missing. The missing knife blade was not returned. The customer reported that the device does not cut. The investigation found that the top part of the knife blade is damaged and missing. Although the top part of the knife blade was missing the device bottom knife blade was still able to produce an acceptable cut on a silicone test strip during investigation cut test. The investigation identified the root cause of the reported event to be damaged knife component during use. All knife blades are 100% inspected during assembly and 100% cut tested after assembly. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the cutter on the jaw is malfunctioning. The device does not cut after the surgeon coagulates a tissue bundles near the stomach in the patient. A new device was used to complete the case. Upon receipt for investigation the top part of knife blade is missing and was not returned. The user assumed that the blade was missing from the manufacturing process. The customer stated there was no issue with the blade in the patient however the current location of the missing piece of the blade is unknown.